Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a boil on her back underneath the therapy electrode pads. The patient removed the lifevest and sought care for the boil at the hospital. The patient was instructed to take antibiotics for the boil and also is having the boil fluid drained. Follow-up indicated that the boil was improving.